Event description:
A health care professional reported that before surgery trailing haptic remained stuck. Surgery was completed by the unspecified backup lens without any consequences for the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).